Event description:
It was reported that this event involved a female patient. The clinician reported, when trying to feed the catheter over the spring wire guide (swg), the swg became stuck at the hub. Both the catheter and the swg were removed, and he tried again using the same catheter but a new swg. After a third, unsuccessful attempt, he used a medcomp dialysis catheter with success. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.